Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B) (6) 2009. Subsequently, the glenosphere and taper adaptor disassociated from the glenoid baseplate and a revision procedure was performed on (B) (6) 2010 to remove and replace the glenosphere and taper adaptor.

Manufacturer narrative:
Customer's meter (B) (4) was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was not found in meter memory.

Event description:
Customer reported receiving an adc meter reading of 286mg/dl and dosed with insulin (amount of insulin unknown) based on the reading received. Customer reportedly woke up that night covered in sweat and an additional adc meter reading of 32mg/dl was obtained. Patient reportedly lost consciousness and "broke his foot". Paramedics were called and customer was transported to a local health care facility. Customer was diagnosed with hypoglycemia and the report stated a reading of 38mg/dl was obtained at the hospital however, it is unknown what meter was used and if this reading was obtained within ten minutes. Customer was treated with IV dextrose and juice. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's product has been received for investigation and a supplemental report will be submitted when investigation is complete.